Manufacturer narrative:
The lens was returned cut into two pieces adhered to the bottom of the lens case base with viscoelastic. Power and resolution evaluation could not be conducted due to the returned condition of the lens. Qualified associated products were indicated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 21.5 diopter (add power +2.2/+3.2) lens was replaced with a 21.5 diopter (1.5 extended depth of focus) lens. The patient¿s issues resolved with the lens replacement the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an intraocular lens (iol) was explanted and replaced six months after implantation due to dysphotopsia. Additional information was requested and received stating the patient had photosensitivity, halos and glare. The lens was replaced with an another company model. Post explant, the patient symptoms were resolved. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).